Event description:
It was reported that the endoscope reprocessors water filter cannot be disinfected. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "since water filter housing was not installed properly, the user could not connect water supply hose 2 and perform water supply piping disinfection" occurred due to user did not read instructions for use carefully, they lacked knowledge on the equipment and installed water filter housing in the way that the water supply hose 2 could not be connected. The event can be detected/prevented by following the instructions for use which state: 2.4 water filter housing. Faucet side plug. Connect the water supply hose 2. 7.3 disinfection of the water supply piping. 15. Check that the order of the connection is correct as shown below. Olympus will continue to monitor field performance for this device.